Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in one piece for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead consistent with friction to another device or patient anatomy. Electrical testing did not find any indication of conductor fractures although an internal short was noted due consistent with procedural damage.